Manufacturer narrative:
Approximate age of device - 7 years, 8 months. The patient remains ongoing with the device. However, a portion of the percutaneous lead (driveline) was received for investigation. The evaluation is not yet complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that the patient recently passed away. The spouse stated that the aa battery alarm occurred the day before expiration. The manufacturer¿s technical service representative reviewed supplied system log files and observed pump stoppages due to loss of power. No additional information provided.

Manufacturer narrative:
Updated manufacturer's investigation conclusion the evaluation of the submitted log file confirmed pump stops due to a loss of power. Although a specific cause for these events could not be conclusively determined through this evaluation, it was reported that the patient was found expired with fully drained batteries. In addition, a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. Review of the submitted log file found several total loss of power events associated with time clock resets, as well as low speed, low flow, and low battery hazard alarms. The data recorded in the file indicated that the pump appeared to be operating as intended at the fixed speed with no notable parameter changes or atypical alarms captured while the system was connected to power. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii patient handbook outlines all system controller alarms, as well as how to respond. The patient handbook also warns that at least one system controller power lead must be connected to a power source at all times and that losing power will make the pump stop. Instructions for how to charge and exchange batteries and how to change power sources are provided. In addition, this handbook states, ¿do not use batteries to power the lvas during sleep or when there is a chance you may fall asleep, since you may not hear the system controller¿s low battery alarms if you are sleeping.¿

Event description:
Additional information was received that per the patient's wife, the patient slept on batteries. The patient was sleeping in his recliner and was found expired with batteries fully drained.

Manufacturer narrative:
Outcomes to adverse events, date of event: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. Review of the submitted log file found several total loss of power events associated with time clock resets as well as low speed and low flow hazard alarms; however, a specific cause for the total loss of power events could not be conclusively determined through this evaluation. The data recorded in the log file indicated that the pump appeared to be operating as intended at the fixed speed with no notable parameter changes or atypical alarms captured while the system was connected to power. The heartmate ii patient handbook¿s alarms and troubleshooting section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains important warnings related to pump stops. The patient handbook provides instructions for exchanging power sources and warns that at least one system controller power cable must be connected to a power source at all times. No further information was provided. The manufacturer is closing the file on this event.